Event description:
It was reported by the physician's office that the patient's generator battery went from full 2 months prior to 25%. It was noted the patient's device had only been implanted less than 2 years. It was confirmed by the manufacturer the device was a laser routed device. The programming history database was reviewed and no anomalies were noted. There were no system diagnostic results available within the programming history database. Clinic notes were later received in regards to the vns generator replacement referral. There were no complaints noted within these notes and the device was working as intended. The diagnostics for the date of the patient's visit were within normal limits at 2721 ohms. The device history record was reviewed and showed the generator had passed all testing prior to distribution. The information found in the programming history database was further decoded and reviewed. No anomalies were noted and it was confirmed the generator had reached the 25% battery life remaining indicator. The 0.5 volt drop off occurred at the intended amount of battery depletion. The battery voltage continued depleting and the battery percent consumption kept increasing. However, the battery voltage had reached a value consistent with the 25% battery life remaining indicator, but the amount of battery life remaining indication around 70%. Attempts for additional relevant information have been unsuccessful to date. No know surgical interventions have occurred to date.

Event description:
The patient underwent generator replacement. The reason for replacement was marked as premature battery depletion. The suspect product has not been received to date. No further relevant information has been received, to date.